Manufacturer narrative:
The patient is ongoing and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient is currently an inpatient and doing well with no symptoms of distress. Interrogation of the system controller noted for increase power, increase flow, and low speed alarm triggered. The hospital ordered and echocardiogram (echo). The review of the log file contained approximately 29 days of data. 5 hours prior to the log being downloaded there was a sustained increase in power from 7's to 11-3 watts. In addition there was a drop in the average pi as well. Additional information submitted to the manufacturer reported that the results of the echo showed normal function of pump and cardiac function. The patient is doing well with no further issues after being put on a heparin gtt.